Event description:
The patient experienced blood clot issues and required "closer supervision." The device system was used to infuse lioresal (baclofen) it was not clear if dilaudid was infused or oral. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8709 serial# (B)(4), implanted: 2008 (B)(6), catheter: model 8596 serial# (B)(4), implanted: 2008 (B)(6), catheter: model 8711 lot# n112272014, implanted: 2007 (B)(6). (B)(4).